Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured in the sterile processing unit of the hospital. There were no adverse event reported with the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The original notification date is mar 03, 2018. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: corrected: complaint sample was evaluated and the reported event was confirmed. Visual examination shows signs of repeated use (nicks, gouges) the dovetail feature is flared, also fractured on the medial side of post, not all pieces returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause is considered to be a previously addressed design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.